Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pumps screen was scratched and difficult to read and insulin pump not linking with cgm. Customer's blood glucose value was unknown at the time of incidence. The device will not be returned for analysis.